Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles and patient had a stroke in his right eye that may or may not have been caused by the CPAP device. There was a report of serious or permanent harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box b, h has been updated/corrected.

Manufacturer narrative:
The patient also reported of blurry vision on the right eye and hospitalization for various health issues. The "patient outcome code grid" and "health impact grid" has been updated/corrected in this report.